Manufacturer narrative:
The reported event of dislodgement and r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find conductor fractures or internal shorts.

Event description:
New information indicated that the right ventricular (rv) lead was explanted and replaced. The patient's condition before and after the procedure was stable

Manufacturer narrative:
Correction: section d1, d4 - this supplemental report notes the correct brand name, model number, and serial number

Event description:
Related manufacturer reference number: 2017865-2025-15204 it was reported that the patient presented to the emergency department after receiving inappropriate shocks due to the ventricular fibrillation (vf) therapy assurance algorithm. Device reprogramming was made. It was also noted that variation of r-wave signal was observed on the right ventricular (rv) lead. An x-ray confirmed that the rv lead had dislodged. The patient will be scheduled for rv lead repositioning. There were no adverse health consequences, the patient was stable.